Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer also mentioned other blood glucose values such as 270 mg/dl, 349 mg/dl, 438 mg/dl, 513 mg/dl, 551 mg/dl, 598 mg/dl. Customer using insulin pump within 48 hours of high blood glucose of event. The customer treated high blood glucose with bolus. The customer was reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.